Manufacturer narrative:
Correction: lot numbers have been provided by the customer. The following fields have been updated: describe event or problem: it was reported that the scale was missing from the bd safetyglide¿ insulin syringe with needle before use. Lot #'s 9147985, 8325560, and 8325559 were reported to have been involved, each with 3 reported occurrences of the event. The following information was provided by the initial reporter: "scale missing the syringe of product pir does not have a scale. Defects pir (no scale) in three different units(on 5c.6b.rcc ward) before use" the reported lot # [9147985] was not found for the reported catalog # [305934]. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8325560. Medical device expiration date: 2023-11-30. Device manufacture date: 2018-11-21. Medical device lot #: 8325559. Medical device expiration date: 2023-11-30. Device manufacture date: 2018-11-21.

Event description:
It was reported that the scale was missing from the bd safetyglide¿ insulin syringe with needle before use. Lot #'s 9147985, 8325560, and 8325559 were reported to have been involved, each with 3 reported occurrences of the event. The following information was provided by the initial reporter: "scale missing the syringe of product pir does not have a scale. Defects pir (no scale) in three different units (on 5c.6b.rcc ward) before use".

Manufacturer narrative:
Investigation summary: customer returned (3) 1/2cc, 8mm, 30g bd safetyglide insulin syringes (1 without any packaging, 1 in an open blister from lot # 8325560, 1 in an open blister from lot # 8325559). Customer states that the syringe does not have a scale. All returned syringes were examined and all exhibited no scale markings printed on the barrel. A review of the device history record was completed for batch# 8325559. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200789164] noted that was print registration. A review of the device history record was completed for batch# 8325560. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200789164] noted that was print registration. Lot # 9147985 is not a valid lot number for the reported catalog number so a DHR could not be completed for lot # 9147985. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "notification: on 05dec2019, holdrege received (1) loose 29g x 1/2, 1ml bd safety glide insulin syringe in an open blister pak from material 305930, batch 901587. Physical evaluation: visual inspection of the syringe found there was a blank barrel with no print scale at all. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Device history record evaluation: the device history record (DHR) for finished batch #8325559, #8325560 and #9147985 was reviewed and there were one (1) quality notifications written for issues related to print defects that went into all three (3) of these batches. Notification 200789164 root cause: on 21dec2019 was found to be out of registration, slanted lines and missing print on the barrel. The drive belt went out of time due to damaged barrels getting stuck under the belt. The damaged barrels were caused by a transfer rail going to slow. Corrective action: adjusted the air jets to have a better flow at the infeed prior to the drive belt. Conclusion: based upon the preliminary investigation, it is likely the condition that caused the missing print on the barrel occurred at the bd holdrege manufacturing plant at the safety glide printer operation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that the scale was missing from the bd safetyglide¿ insulin syringe with needle before use. Lot #'s 9147985, 8325560, and 8325559 were reported to have been involved, each with 3 reported occurrences of the event. The following information was provided by the initial reporter: "scale missing the syringe of product pir does not have a scale. Defects pir (no scale) in three different units(on 5c¿6b¿rcc ward) before use"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # [9147985] was not found for the reported catalog # [305934]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the scale was missing from the bd safetyglide¿ insulin syringe with needle before use. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "scale missing the syringe of product pir does not have a scale. Defects pir (no scale) in three different units(on 5c¿6b¿rcc ward) before use."